Event description:
The manufacturer received information related to the ds2adv auto CPAP indicating that the patient reported the device¿s display flashed three times. After that, the device was unplugged. When it was plugged in again, the device completely lost power and began emitting smoke. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device has not yet been returned to the manufacturer for evaluation.